Manufacturer narrative:
The investigation determined that higher than expected vitros crea results were obtained from a single control fluid sample and two different patient samples processed using vitros chemistry products creatinine (crea) slides in combination with a vitros 350 chemistry system. A definitive assignable cause for the event was not able to be determined. However, user error in the handling of the cartridge of slides when stored off of the system is a likely cause of the event as control fluid results indicated the cart had been compromised. The cartridge in question was stored in the refrigerator, but was not protected from humidity in any way. The quality control data and patient sample data from a fresh cartridge of slides indicated that the vitros crea slides lot 1515-3481-0197 was performing as intended on the vitros 350 chemistry system. Therefore, a reagent or instrument issue did not likely contribute to the event. Furthermore, continual analysis of complaints has not identified any signals that would suggest there is a systemic issue with vitros crea reagent lot 1515-3481-0197.

Event description:
A customer reported higher than expected vitros crea results from a single control fluid sample and two different patient samples processed using vitros chemistry products creatinine (crea) slides in combination with a vitros 350 chemistry system. Biorad quality control fluid lot 47980 results: vitros creatinine results of 288 and 280 umol/l versus an expected result of 56.1 umol/l patient samples: vitros creatinine results of 170 and 183 umol/l versus an expected result of 39 umol/l vitros creatinine results of 433 and 432 umol/l versus an expected result of 110 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros crea results were not reported outside of the laboratory. There were no allegations of patient harm as a result of this event. This report is number 6 of 6 MDR¿s for this event. Six (6) 3500a forms are being submitted for this event as 6 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).